Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. Upon evaluation of the device, it was noted that there was damage to the cable from the rtc board to the rf board, touch screen stayed gray and the buttons were not responding along with a monopolar error. There were no other abnormalities noted in the inspection other than normal wear and tear of the device, minor scratches and dings on the housing. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with serial number (B)(6) was manufactured on 04feb2016 within specification. An investigation was completed by the OEM and determined that there is no processing related cause for this failure mode. The root cause has been determined to be an electrical short in the handpiece that will short out and or damage the rtc board located within the console. The root cause for the touchscreen failure is the rtc board short as well. There has been an investigation to address the failures and it has been deemed effective. This product was manufactured before the implementations of the corrections and therefore display issues that have already been addressed in the investigation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device inspection determined that the touch screen stay gray and buttons does not respond due to faulty rtc board. In addition, monopolar test was found intermittent due to faulty safety board and cable. In addition, minor scratches and dents were observed on the housing unit. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported failure was due to faulty rtc board and faulty safety board and cable attributed to electronic component failure.

Event description:
It was reported that during an asset return inspection the device was observed with touch screen stays gray and does not respond. There was no patient involvement on this event. No user injury reported.